Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2007 (B)(6), product typ recharger, product ID 37742, serial# (B)(4), product typ programmer, patient product ID 3708340, serial# (B)(4), implanted: 2007 (B)(6), product typ extension, product ID 3587a, lot# lb0407, implanted: 2004 (B)(6), product typ lead. For use by user facility/importer (devices only). (B)(4).

Event description:
It was reported the patient felt acute pain after the stimulation stopped at some point the night before. She did not feel stimulation with the internal neurostimulator (ins) turned on. The patient indicated there was no known accident or incident related to this report. The patient stated she went to a chiropractor prior, however she had always gone for cervical pain. The patient reported that it was determined approximately a year prior that one of her leads was not functioning. The patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.